Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed itchy sores underneath the lifevest. The patient's physician recommended that the patient use benadryl cream on the irritation. The patient reported that the irritation had improved. The patient continued to wear the lifevest.